Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable and alternate wall adapter. There was no reported adverse impact to the customer.